Event description:
It was reported that the left ventricular lead exhibited high impedance and high thresholds. A chest x-ray would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.